Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 45 mg/dl, 254 mg/dl and 89 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer indicted he felt "bad" and after the reading of 45 mg/dl was obtained and "took a little refreshment" and then received the readings of 254 mg/dl and 89 mg/dl. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of precision xceed meter is 5 years. As the manufacturing date of this product is before 2009, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2018. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the precision xceed meter. A DHR (device history review) for the precision strips (lot 4500168885) was reviewed and the DHR showed the strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of september 30, 2018 at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 45 mg/dl, 254 mg/dl and 89 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer indicted he felt "bad" and after the reading of 45 mg/dl was obtained and "took a little refreshment" and then received the readings of 254 mg/dl and 89 mg/dl. There was no report of death, serious injury, or mistreatment associated with this event.